Manufacturer narrative:
MDR . / initial 1 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula bent event on 14 may 2026.patient had hyperglycemia and was treated with manual injection.